Manufacturer narrative:
The following devices were also listed in this report: 6.5 cancellous bone screw; cat# unknown; lot# unknown, unknown window trial; cat# unknown; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the metallic pieces were attached to wiped gauze after cup screw was implanted during tha. The surgeon thought that the screw or the cup or window trial was probably scraped and he request to find out what it is.

Event description:
It was reported that the metallic pieces were attached to wiped gauze after cup screw was implanted during tha. The surgeon thought that the screw or the cup or window trial was probably scraped and he request to find out what it is.

Manufacturer narrative:
An event regarding foreign matter involving an unknown trident shell was reported. The event was confirmed by review of the returned metallic pieces. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections of the reported device could not be performed as the device was not returned. Two gauze pieces including the metallic debris pieces were returned for evaluation. No conclusion can be made from the visual inspection. A scanning electron microscope (sem) was used to further analyze the debris. Energy-dispersive spectroscopy (eds) was performed on the debris at three location to characterize its material composition. The debris was consistent with biological material, an astm b211 alloy, and anodized aluminum. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: two gauze pieces including the metallic debris pieces were returned for evaluation. The debris was consistent with biological material, an astm b211 alloy, and anodized aluminum. No conclusion can be made about where the debris came from. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the device details and evaluation of the reported device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.